Event description:
Patient had hot pack placed directly to skin on lower back due to discomfort related to post-procedural bedrest. After an undetermined period of time, the patient complained of discomfort from the device. The pack was removed. No injury noted at the time. The patient was later noted to have a second burn where heat pack was placed.